Manufacturer narrative:
Block h6: device code a04 captures the reportable event of stent buckled material inside the patient.

Event description:
It was reported that a polaris ultra ureteral stent was used in a transurethral stent placement procedure. During the procedure, the front-end coil rolled up and could not advance any further. The procedure was completed with another same device and there were no patient complications reported.

Manufacturer narrative:
Block h6: device code a04 captures the reportable event of stent buckled material inside the patient. Block h11: upon receipt at our quality assurance laboratory, this polaris ultra ureteral stent underwent a thorough analysis. Visual analysis did not identify any damages to the returned device. Functional evaluation revealed that it "passed" when a mandrel of 0.039 was inserted into the stent to evaluate if some resistance is felt inside the device, however, no resistance was felt during the analysis performed and the mandrel was able to fully pass through the stent. The pouch and the suture were not returned. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the information available, media, and analysis results, it was not possible to identify any evidence of either the alleged issues or any defect on the device. Also, the evidence from the product record review did not identify a potential product quality issue or new patient harm. A conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that a polaris ultra ureteral stent was used in a transurethral stent placement procedure. During the procedure, the front-end coil rolled up and could not advance any further. The procedure was completed with another same device and there were no patient complications reported.